Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during preventative maintenance the system became unresponsive. The manufacture representative restarted the system and it stated no video signal and the computer fan stayed on for 15 seconds and then turn off. He did a hard reboot of the system and the issue persisted. He did another hard reboot and system booted up as expected. Technical services (ts) requested he do a shutdown through the software and he was unable to replicate issue. There was no patient present.